Event description:
Reporter alleged discrepant back to back blood glucose values of 353, 163, 168, & 163 mg/dl when all tests were performed within 5 minutes on the aviva system. Customer stated not having any high or low glucose symptoms at the time however did not indicate the location of the testing. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.